Event description:
Pt was revised to address severe poly wear of the liner, with osteolysis in the acetabulum and femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.